Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip cable at the proximal end. The probable root cause of dislodged grip cable at the proximal end is attributed to component failure. The dislodged grip cable causes loose grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.